Event description:
It was reported that an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had particulate matter on the finished product. This occurred during visual inspection prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for h4: device manufacture date ¿ the lot was manufactured between january 10th and january 11th, 2024. H11: the actual device and photographs of the device were received for evaluation. Visual inspection was performed on the actual sample and did not identify any abnormalities that could have contributed to the reported condition. The returned photographs were reviewed, and the reported issue was not immediately apparent in the first sample. However, in the second photo sample, an object or particle seemed to be present in the solution. Consequently, the reported issue was confirmed based on the second photo sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.